Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported one week post operatively the patient started 1/3 weight bearing and there had been no problem. About 2 weeks later, the patient reported pain. An x-ray was taken and reported to look like the fracture site was dilated compared to after surgery. The surgeon couldn¿t see any product defect from the x-ray, and reports to understand that factors such as body weight, activity or compliance by the patient might be involved, but the surgeon reported a product defect can't be completely excluded. The product is still implanted in the patient because the surgeon is not sure what made the fracture site dilated. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.